Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with abbvie¿s procedures, and no anomalies were found in the documents related to the reported event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported deflation, this record is for the right side. Device remains implanted.